Event description:
The facility reported an intermate in which the reservoir ruptured during testing. The customer stated that the plastic device in the center (stress member flange) seemed to cause the rupture when it touched the reservoir. Approximately 5 ml of solution remained in the device. The device was filled with a 100-ml solution of saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The root cause was determined to be a manufacturing defect. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. Approximately 2 ml of solution was also noted in the housing due to the rupture. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.